Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse investigation is in progress. The high-resolution stereo viewer was advised to be moved.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the left eye of the surgeon side console (ssc) had no vision. The intuitive technical support engineer (tse) advised to perform a power cycle. The caller declined due to the surgery being ongoing. The caller stated she would call back in between surgeries to confirm if the issue was resolved. There were no reports of patient injury.